Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in adverse event problem of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an failed post and last error code was 2021, replaced ail but still fails. There was no patient involvement.

Event description:
It was reported that the device had an failed post and last error code was 2021, replaced ail but still fails. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Annex a: a040502, a0709. Annex b: b01. Annex c: c17, c0201. Annex d: d07, d02. Annex g: g04037, g0301204. H3 other text: see manufacturer narrative.